Event description:
The customer reported the ventilator backup battery was not functional. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if in use. During evaluation, the manufacturer's field service engineer (fse) reported the ventilator would stop working when ac power was disconnected. The fse replaced the backup battery to address the reported problem. Applicable final testing was performed per operating specifications and passed.